Event description:
When preparing to discontinue infusion pump the clinician noted that the medications adriamycin and vincristine had not infused. Volume infused showed "00" and cassette appeared full. The physician was notified and infusion pump was taken out of svc and sent to biomedical engineering for inspection.